Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the thread broke immediately from the needle after opening the package. To resolve the issue, the nurse took out another thread from the same box and the thread was ok, but then it turned out that the next (the third one) thread was also damaged. There was no patient involved.